Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal device was used post diagnostic angiogram. A pre-insertion angiogram noted nothing unusual either during the deployment or post deployment. Pedal pulses were present prior to the pt being discharged. Five days later, the pt returned with a painful right leg. An ultrasound revealed a neo thrombotic occlusion at the puncture site. It was decided that thrombolysis was not suitable and vascular surgery would be required; however, the pt required cardic surgery prior to the vascular surgery.